Manufacturer narrative:
A ge representative evaluated the system and found an inbalance in the x-ray tube anode and cathode power supply circuits. The system operates as intended.

Event description:
The customer reported the system will not display an image at high kv techniques. No patient injury was reported.